Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential hematoma. The exact root cause was unable to be determined. The likely cause was determined to have been damage sustained by the surrounding tissue or the vasculature during the operation resulting in the formation of a hematoma postoperatively. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported antegrade access right common femoral artery, 6fr pinnacle sheath, no completion run done or documented. The involved angio-seal device deployment went smooth hemostasis was initially acquired 15-20 mins after closure pt started to develop a hematoma pressure was held pt condition was not affected. Procedure was right leg angiogram with intervention. Patient condition was as expected. The event occurred post-operative. There was no reported blood loss. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The patient was not injured during the event and medical or surgical intervention was not required.

Manufacturer narrative:
A1: patient identifier: not available due to hospital policy , a2: age & date of birth: not available due to hospital policy , a3: patient sex: not available due to hospital policy , a4: weight: not available due to hospital policy , a5: ethnicity: not available due to hospital policy , a6: race: not available due to hospital policy , b6: relevant tests/laboratory data: requested but not provided, d6a: implanted date: device was not implanted , d6b: explanted date: device was not explanted , e3: occupation: rt manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.